Manufacturer narrative:
This information is based entirely on journal literature and subsequent follow up information obtained. All information provided is included in this report. Referenced article: ¿real-world assessment of acute left ventricular lead implant success and complication rates: results from the attain success clinical trial.¿ pace 2016; 39:1246¿1253. Doi: 10.1111/pace.12939. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted pacing lead. Follow up was conducted and it was determined that the patient experienced diaphragmatic pacing for two days. The patient was admitted to the hospital and the left ventricular (lv) lead was found not pacing and had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.